Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was an impedance issue with electrode 0. They said the set screw was backed out too far and then it wouldn't screw down tight, so the lead was coming out. It was reviewed that if the set screw was backed out more than 3/4 turn, then it may come loose, and it was very difficult to get back in. It was recommended to use a new ins. The manufacturer representative was instructed to send the affected ins back. Additional information was received. The patient was undergoing revision for depleted battery. The physician wanted to test the 4 electrodes intraoperatively and the patient only had motor on electrodes 0 and 1. They decided to cap that lead and place a new one. It was reported that he physician placed a new lead and attached the first ins. When the impedance was checked it was abnormal on all electrode 0 combinations. They tried increasing the amplitude and it still did not clear. The physician removed the battery, cleaned the lead and reattached the battery. It was noted they heard an audible click each time. They found that the lead was sliding out of the channel. The physician was unable to re-seat the screw. This all occurred the day of the report. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.